Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
It was reported that the surgeon found the cup to not be in the ideal anteversion and angle. The surgeon decided to pull the cup and put in a dual mobility from competitor. The surgeon removed the stem to gain access to the cup. And replaced the stem with the same size that was in.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.